Event description:
On (B)(6) 2013, dr (B)(6) was performing a thoracentesis with a carefusion thoracentesis tray with catheter. After inserting the thoracentesis needle/catheter, he was unable to pull out or push in fluid. The catheter was removed and found to be non-patent, even though it was brand new. A second tray was obtained and the procedure was repeated. The defective needle/catheter has been placed in the dirty room for risk management. Following this event the pulmonologist said that this has occurred before, that this wasn't the first time he's had a defective catheter with the carefusion thoracentesis tray. Dates of use: (B)(6) 2013.